Manufacturer narrative:
The device was returned to alphatec on 08/18/2022. Visual inspection confirms the distal end to be broken. The portion that broke of the distal end did not return to alphatec. It was reported this occurred during sterile processing at the hospital. There was no patient involvement. A review of the device history record did not identify any manufacturing or processing-related irregularities. The tap was found to be properly manufactured and released in accordance with design specifications. It is unknown if the device was handled properly during cleaning. Based on the information provided, a root cause could not be determined. If additional information is provided, a supplemental report will be submitted.

Event description:
After going through sterile processing at the hospital, the tip of the tap was found to be broken off. No patient involvement reported.